Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the down arrow button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he was unable to clear the alarm. The customer explained that the alarm occurred when attempting to complete a bolus. The customer's blood glucose was 153 mg/dl. While troubleshooting, the customer stated the insulin pump was inside his pockets when the alarm occurred. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.